Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during an office visit approximately three days post procedure, it was discovered the right ventricular (rv) lead had high thresholds and no capture. An x-ray revealed the lead had dislodged and was pulled back into the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.